Event description:
It was reported that during an angioplasty procedure, the sheath was allegedly unable to be inserted. It was further reported that the inner sheath allegedly kinked and the tip of inner sheath was peeled off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 07/2022). Device pending return.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The returned sheath exhibited a kink 135mm from the strain relief. Two splits were also confirmed on the dilator tip, one measured 9mm while the second was 0.5mm in length which likely appeared. It is unlikely that the sheath kink and dilator tip damage are manufacturing related, as a 100% visual inspection for device defects is performed during manufacture. The result of the investigation is confirmed for material deformation and failure to advance issues. There was no evidence that the dilator tip had peeled off. The investigation is inconclusive for the unraveled material issue. The root cause for the reported material deformation, failure to advance and unraveled material issues could not be determined based upon the available information received from the field communications. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: warnings: 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. 6. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. 7. Do not use a power injector through the sideport or the three-way stopcock. 8. The halo one thin-walled guiding sheath has not been evaluated for use in the neurovasculature or the coronary vasculature. 10. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. 11. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions: 1. The halo one thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and / or ultrasound. 4. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. 5. The pouch should be inspected prior to opening to ensure the sterile barrier is not compromised. The device should be carefully removed and placed in the sterile field. The entire procedure from skin puncture or incision to sheath withdrawal must be carried out aseptically. 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 8. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 9. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. 10. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 18. Do not place sutures on the sheath tubing since this may restrict access/flow through the sheath. When puncturing, suturing or incising near the sheath be careful not to damage the sheath. Proper functioning of the sheath depends on its integrity. Care should be used when handling the sheath. 22. Proper functioning of the halo one thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. Directions for use halo one thin-walled guiding sheath preparation 1. Verify the french size is suitable for the procedure and can accommodate the required procedural devices as labeled (figure 3). Remove sheath and dilator from package. 2. Prior to use, the air in the sheath and dilator should be removed. To facilitate purging, the device is packaged with the dilator inside the sheath in a reverse direction allowing both to be flushed simultaneously. Select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution. 3. Prior to use the reverse loaded dilator must be removed from the distal end of the sheath. If not already completed at step 2, the air in the dilator lumen should be removed. To facilitate purging, select a syringe or inflation device with a 10 ml or larger capacity and fill approximately half of it with sterile saline solution. Prepare the lumen by connecting the syringe or inflation device containing the solution into the luer connector of the dilator hub and flushing with the sterile heparinized saline solution (figure 7). 4. Insert the provided vessel dilator through the hemostatic valve and click the dilator hub into place in the valve housing (figures 5 and 6). Use of the halo one thin-walled guiding sheath 6. Identify the insertion site, including but not limited to radial, femoral, popliteal, tibial, or pedal access sites and prepare the site using proper aseptic technique and local anesthesia as required. 7. At the operator¿s discretion, make a small skin incision at the puncture site with a surgical scalpel. Recommended for scar tissue at the access site. 8. Backload the distal tip of the halo onethin-walled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. 9. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) 10. Carefully advance the dilator and the sheath over the wire to the site required within vessel. The radiopaque marker identifies the sheath tip location under fluoroscopy. 11. Disconnect the dilator hub from the valve by bending to the side to unsnap from the valve cap (figure 8). Remove the dilator slowly while holding the sheath in place and ensuring the guidewire remains in place (figure 9) as required. 12. Load the procedural device over the pre-positioned guidewire. 13. Advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site (figure 10) while maintaining the sheath position. 14. Position the procedural device relative to the lesion to be treated (figure 11) ensuring the active mechanism portion of the procedural device is not within the sheath. H10: d4 (expiry date: 07/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the sheath was allegedly unable to be inserted. It was further reported that the inner sheath allegedly kinked and the tip of inner sheath was peeled off. The procedure was completed using another device. There was no reported patient injury.